Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1527502) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the mynx ace vascular closure device jammed. The sled would not retract over button # 1. The balloon was deflated and the device was removed. Manual pressure was held for more than 30 minutes and hemostasis was successfully achieved. The patient's hospitalization was not prolonged as a result of the mynx event. Additional information was requested but is not available. Vessel location: peripheral vessel size: greater than 7 mm sheath size: 6f stick location: medium.